Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h4. Based on the results of the investigation, it was determined that the phenomenon, ¿no output from sdi terminal¿, occurred due to failure of the patient circuit (dx) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a defective printed circuit board, the serial digital interface channel is not signaled. The additional evaluation findings are as follows: the defective printed circuit board blurs the octagon images, and there was no fixing knob on the shell. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite video system center's serial digital interface had no output. There were no reports of patient harm.